Manufacturer narrative:
Additional information : imdrf annex a, g codes and manufacturer narrative. Omit : a0705 - battery problem (2885), a25 - no apparent adverse event (3189) and g02002 - battery. The root cause for the reported issue of an defective battery was not determined because no device logs were returned. The reported issue that there was an defective battery could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the device had battery error. There was no information of patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that the device had battery error. There was no information of patient involvement.